Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. Additionally, component u604 on the c/a board was shorted. The contamination caused the shorted component. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was unable to power on.